Event description:
It was reported ongoing intermittent occlusion alarms occurred that increased in frequency. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy with manual dose injection as needed. The customer also reported using cold insulin most of the time which is considered off label use.